Event description:
Per the clinic, the patient experienced intermittencies with device use; however, the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
Correction: the correct explantation date is (B)(6) 2015, not (B)(6) 2015, as previously reported. The report is filed (B)(6) 2015.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2015. This report is filed july 9, 2015. Device not yet received by manufacturer.

Manufacturer narrative:
(B)(4). Implanted device remains.